Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc), but was returned to olympus korea (okr). According to the photo of the device which okr took, the reported phenomenon occurred throughout insertion section of the device. Omsc reviewed similar case reported from another user facility, and confirmed that the cause could have been some external stress and/or chemical attack. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus korea and the former similar case, omsc determined there was the possibility this phenomenon was attributed to excessive chemical stress or physical stress on insertion section of the subject device. However it could not be conclusively specified the cause of the reported phenomenon.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It was confirmed that the coating on insertion tube of the subject device was partially peeled off more than 4mm.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus korea, it was found that the insertion tube of the subject device was partially peeled off more than 4mm. There was no report of patient injury associated with the event.